Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd894410 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced recurring peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had been hospitalized for severe back pain and later was diagnosed with peritonitis. After the treatment with zyvox, oral (dose and frequency not reported), the patient was discharged from the hospital. The patient then experienced a recurrence of peritonitis. The patient's catheter was removed and the patient was put on hemodialysis (hd) therapy. The patient was again hospitalized and treated with zyvox (dose and frequency not reported). Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time. This is report 3 of 3.